Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced inadequate stimulation with their scs system. Reprogramming was attempted to no avail. The patient reported undergoing a revision surgery wherein one of the leads was relocated, but the patient continues to have inadequate stimulation. Further surgical intervention may be pending to address the issue.

Event description:
Additional meaningful information received indicated that the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was relocated. Stimulation was achieved post-operatively.